Event description:
The ge oec 9800 fluoroscopic system had a failure of the remote user interface. System motorized functions not working.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the remote user interface to restore motorized system movement function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.